Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that approximately one year and six months following the implant of this 18 mm transcatheter pulmonary bioprosthetic valve (tpbv), a second 18 mm tpbv was implanted for an unknown reason. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the second valve was implanted valve-in-valve due to new onset non-sustained ventricular tachycardia and right ventricular hypertension which resolved following the second valve implant. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.